Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted during a system revision. No adverse patient effects were reported. There were no allegations against the functionality of this rv lead while it was implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted an insulation abrasion approximately 49.2 ¿ 51.1 cm from the lead's terminal pin. The lead's conductor coils were exposed in this location but were still intact. Testing of the defibrillation lead implanted with this rv lead found that the insulation of the defibrillation lead was abraded through to the distal high voltage conductor 54.5-56.5 cm from the terminal pin, resulting in its fracture. The type of damage is indicative of the defibrillation lead being in contact with a hard surface or lead-on-lead contact. As the rv lead had the same insulation damage as the defibrillation lead in approximately the same location, the abrasion and fracture of the defibrillation lead was most likely the result of being in direct contact with this rv lead. The direct contact between the two leads resulted in abrasive forces that created friction and led to the insulation abrasions observed on both leads. Once the high voltage conductor of the defibrillation lead was exposed, the contact friction then resulted in its fracture.